Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during infusion of an unknown chemotherapy agent, a nurse clamped off a non-dehp buretrol set above and below the burette. When the mistake was corrected and the airway lever was open, the sudden release of built-up pressure caused the burette to crack, causing approximately 35cc of chemotherapy to leak out and release chemotherapy vapors. The patient did not experience an adverse event or require medical intervention as a result of this leak. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. A follow-up report will be submitted if additional information becomes available. This is the same product as (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not received for evaluation. The reported condition could not be confirmed and the root cause could not be determined.